Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that right ventricular (rv) lead exhibited a shock impedance measurement was 130 ohms and had been gradually rising. Impedance of rv to can was higher than triad configuration. Boston scientific technical services (ts) discussed reasons for gradual increases in impedances including the possibility of calcification. The rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported..

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range measurements. A defibrillation threshold (dft) test was performed, generator device was replaced. This rv lead remains in service. No additional adverse patient effects were reported.